Manufacturer narrative:
Product analysis summary: the device returned with a longitudinal crack evident on the front of the luer, the distal end of the crack curved towards the wing of the luer. A longitudinal hair line crack was evident on the back of the lure. The device failed negative prep. It was not possible to inflate the device due to the crack on the luer. The balloon folds remained intact. Crystallised contrast was evident in the inflation lumen. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was attempted to be used during a procedure. The device was intended to pre-dilate a lesion. The device was inspected prior to attaching the luer to the inflation device with no issues noted. An attempt was made to connect the luer to the inflation device with no difficulties noted. The luer was connected to the inflation device directly during negative prep. Negative prep could not be performed due to a cracked hub. The crack was not noted prior to attaching the device to the inflation device. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that no inflation pressure (atm) could be applied and therefore the balloon would not inflate. The device was not moved or repositioned prior to the inflation difficulties. It was stated that the luer of the balloon was screwed on to the indeflator but wouldn't inflate. The same indeflator was used successfully with another device. The procedure was completed. The inflation device used was a non medtronic device. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.